Manufacturer narrative:
(B)(4).

Event description:
This case was for treatment of a lesion in the mid/proximal lad. A spectranetics turbo elite catheter was used for the procedure. Resistance was encountered as the md attempted to remove the device from the patient. Upon removal of the device the distal marker band was missing. The physician attempted to remove the marker band but was unsuccessful as there was not room to use a snare, and a balloon would not cross the lesion. The physician decided to abandon retrieval as this was a total occlusion and the patient was stable. The physician is evaluating the next treatment option for this patient.